Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's site infection. No lot release and sterilization records were reviewed because no product lot number was reported.

Event description:
On (B)(6) 2015, customer sought medical attention due to an infection at the site of cannula insertion. His blood glucose read "high" (> 500 mg/dl). Doctor diagnosed infection as bacterial infection and prescribed antibiotics to be taken 3 times a day.